Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, it was noted that the knob of the steerable guide catheter (sgc) was not useful and caused difficulty in moving the device. In result, the clip was unable to grasp and capture the leaflets well. It was also noted that a chordal rupture had occurred. No clip was implanted and the patient was converted to surgery.

Manufacturer narrative:
Na.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, it was noted that the knob of the steerable guide catheter (sgc) was not useful and caused difficulty in moving the device. In result, the clip was unable to grasp and capture the leaflets well. It was also noted that a chordal rupture had occurred. No clip was implanted and the patient was converted to surgery.

Manufacturer narrative:
In this case, the reported positioning failure associated with leaflet grasping capture could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints reported from the lot. All information was investigated, and based on the information provided, a cause for the reported positioning failure associated with leaflet grasping and capture cannot be determined. Unspecified tissue injury appears to be related to the procedural conditions (leaflet grasping and capturing issues). Tissue damage/injury is a known possible complication associated with mitraclip procedures. Surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.